Event description:
It was reported that the patient had surgery and problems with the pump and catheter revision. The patient did not want to go back on morphine so they did not want the pump anymore. At the time of the report the pump contained saline. The pump previously delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Se information references: the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 25 mg/ml morphine at an unknown dose and 1 ml/ml saline via an implantable pump for spinal pain. It was reported that 2.5 years ago, the pump malfunctioned and the patient had saline in the pump now. It was then stated that the pump "just stopped working" and the patient ended up going through withdrawal. They were changing the saline every 6 months, but each time the patient went in, they pulled out the same amount of saline they put in so they stopped refilling the pump with saline anymore. The patient was on a different oral medication and wanted to elect to have the pump removed. It was further stated that the pump started critically alarming a month ago and the patient did not have a follow up appointment with his hcp office until (B)(6) 2016.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2005 (B)(6), explanted: product type catheter product ID, 8578 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type accessory. (B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient presented to the hcp on (B)(6) 2015 with abdominal pain. The patient was there unaccompanied for a follow-up visit and was continuing with ongoing care and treatment for abdominal pain. It was reported that the patient was doing well and he was at his baseline. It was noted that the patient had a history of a colectomy secondary to a toxic mega colon and had undergone multiple abdominal surgeries. The patient was having abdominal area cramping encompassing the umbilicus and four quadrants. The hcp was waiting for the patient to obtain a CT scan of the pelvis and abdomen. The patient was maintaining zubsolv 5.5 mg 1/2 tablet every eight hours. The patient rated his pain a 3-4 out of 10 on the visual a nalog scale, which was noted to be tolerable for him without side effects or aberrant behaviors. The patient self-reported moods without suicidal or homicidal thoughts or anxiety, the patient maintained ativan as needed, and the patient declined an anti-depressant offered by the hcp. Improved sleep was noted, however at times it was noted that the pain would wake him up. A functional inquiry was noted as "full". The patient's current medications included zubsolv 1.4-0.36 mg, hydrocortisone 1%, ativan 0.5 mg, and testim 1%. The patient's allergies included compazine, reglan, vancomycin, and seasonal. The patient was negative for hypertension, cardiac disease, diabetes, seizure disorder, ulcers, asthma, and hepatitis. The patient's surgical history included four bowel surgeries, including a hemicolectomy at age 12, a temporary colostomy and reversal colostomy, and the final surgery was in 2001 with a significant amount of his small bowel removed. Cardiovascular symptoms, respiratory symptoms, other gastrointestinal symptoms, musculoskeletal symptoms, neurologic symptoms, psychiatric symptoms, and constitutional symptoms were all denied. The patient's blood pressure was 140/88 with a pulse of 106 and a respiratory rate of 16. The patient appeared well developed and well nourished and his speech was clear and appropriate. The patient's abdomen had multiple mature healed scarring. There was tenderness in the abdominal region, however there was no tenderness around the pump nor was there evidence of any seroma. It was noted that the patient walked into the office unassisted without antalgia. The patient was noted to be alert and oriented x3 and his affect was appropriate. Neurologic function remained symmetrical and adequate in the upper and lower extremities.